Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced major bleeding from their nose for approximately three hours. The patient received a nasal tamponade. No further information was provided.

Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported nosebleeds could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(4), could not be conclusively established. It was reported that the patient experienced nosebleeds for three hours on (B)(6) 2018. The patient was admitted to the clinic for labs, monitoring, and hemostasis. The patient received a nasal tamponade, and the event reportedly resolved on (B)(6) 2018. The patient remains ongoing on (B)(4)following this event. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.